Manufacturer narrative:
The device was confirmed in backup vvi upon receipt for analysis. Backup mode was entered on (B)(6) 2016 at approximately 9:14 am (pdt) and it was caused by an uncorrectable nmi reset. The cause of backup mode was exposure to extremely cold temperatures.

Manufacturer narrative:
(B)(4).

Event description:
It was reported while the device was still in the box prior to implant, the device was found to be in reset mode. The device was not used. No symptoms were detected.